Manufacturer narrative:
(B)(4). Date sent: 6/18/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: patient developed a bad bile leak. He believes it is a direct result of the stapler misfiring/jamming. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, surgeon was firing pcee60a on a liver and the stapler could not be opened/removed after. White load was being fired. Eventually used the manual override to open/remove the stapler from the tissue. Reload was left in stapler. Surgical delay unknown. Patient consequences was unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. D4: batch # 321d93. Corrected data: d1 and d4. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that one psee60a was received with no apparent damage and with one gst60w reload loaded in the device. The reload was received partially fired 1/2 and with damage on reload deck. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. Upon visual inspection, the bailout door was noted to be missing and the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the damaged noted on the lever bailout was due to the interaction with the cam bailout as it appears to be force pushed into position. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 321d93, and no non-conformances were identified. Additional information was requested and the following was obtained: patient developed a bad bile leak. He believes it is a direct result of the stapler misfiring/jamming.